Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had scratches in it. This occurred on 15 occasions before use. The following information was provided by the initial reporter: scratches in syringe plastic.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: three photos and 15 loose 1ml ll syringes, as well as four packages, confirmed to be from batch # 9232833 (p/n (B)(6)), were received. The samples were visually evaluated. The syringes were observed to have a single scratch on their barrel walls next to approximately 0.15ml grad line outside the scale markings. The scratch was superficial and considered to be a cosmetic defect not affecting fit, form, or function of the product, and therefore acceptable per product specification. A potential root cause for the scratch marks is associated with the marking process. Since the defects observed are within the acceptable limits, no corrective actions are necessary at this time. DHR was performed. This review determined that all product specifications and requirements for lot release were met and there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 1 ml syringe luer-lok¿ tip had scratches in it. This occurred on 15 occasions before use. The following information was provided by the initial reporter: scratches in syringe plastic.